Event description:
It was reported that the physician attempted to implant three (3) intraocular lenses of the same model number za9003 during the same procedure. The serial numbers were identified; however, the reporter did not know the sequence of use. It was stated that the initial lens was implanted and removed due to a bent haptic during insertion. A second lens was introduced and was removed due to the haptic getting caught on the iris ring. A third lens was implanted and removed due to sulcus support. In addition, it was reported that the surgeon stated an anterior chamber lens was needed. It was reported that an incision enlargement and vitrectomy were performed. It was stated that there was no issue attributed to the quality of the lens. No additional information was provided.

Manufacturer narrative:
(B)(4). Intraocular lens (iol). Enlarged incision. The reporter does not know the sequence of attempts to insert the intraocular lens model za9003. The serial numbers were identified (serial no. (B)(4)), and the lenses were returned for evaluation. However, the returned lenses were not identified with their specific serial number. The evaluation results of the three lenses are the following: lens no. 1: investigation report number ((B)(4)): visual inspection of the returned product indicated one distorted haptic which appears to have evidence of viscoelastic. Lens no. 2: investigation report number ((B)(4)): visual inspection of the returned product indicated both haptics were broken and appeared to have evidence of viscoelastic. Lens no. 3: investigation report number ((B)(4)): visual inspection of the returned product indicated one distorted haptic with debris which appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.